Event description:
It was reported that a lead integrity alert (lia) was received after two shocks were delivered due to nonphysiologic sensing. The clinician determined the cause to be electromagnetic interference (emi) and denied any evidence of right ventricular (rv) lead malfunction. The lead remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284drg implantable cardioverter defibrillator (ICD) (B)(6) 2012. (B)(4).